Event description:
It was reported that a 22mm amplatzer amulet left atrial appendage occluder was selected for implant on (B)(6) 2025 using a 14f amulet delivery sheath. The patient had a pre-existing condition of a slight atrial fibrillation. Transseptal access was inferior posterior. The patient's activated clotting time (act) level was 300 seconds. 10,000 units of heparin was administered to the patient. During the procedure it was noted that the occluder's lobe did not have sufficient compression in the landing zone because the atrial appendage walls changed shape. The occluder was partially re-captured once. The decision was made re-size the occluder. After the occluder was removed from the patient, while preparing the second occluder, the patient's blood pressure dropped. A localized cardiac tamponade in the left atrial appendage (laa) was identified. A pericardiocentesis was performed. The patient was stabilized and transferred to cardiac surgery. Per the physician the pericardial effusion was due to the first occluder.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of patient-device incompatibility, pericardial effusion, and cardiac tamponade was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information received, the cause of the reported patient-device incompatibility, pericardial effusion, and cardiac tamponade could not be determined. The reported hypotension appears to be related to cardiac tamponade. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that a 22mm amplatzer amulet left atrial appendage occluder was selected for implant on (B)(6) 2025 using a 14f amulet delivery sheath. The patient had a pre-existing condition of a slight atrial fibrillation. Transseptal access was inferior posterior. The patient's activated clotting time (act) level was 300 seconds. 10,000 units of heparin was administered to the patient. During the procedure it was noted that the occluder's lobe did not have sufficient compression in the landing zone because the atrial appendage walls changed shape. The occluder was partially re-captured once. The decision was made re-size the occluder. After the occluder was removed from the patient, while preparing the second occluder, the patient's blood pressure dropped. A localized cardiac tamponade in the left atrial appendage (laa) was identified. A pericardiocentesis was performed. The patient was stabilized and transferred to cardiac surgery. Per the physician the pericardial effusion was due to the first occluder.

Manufacturer narrative:
An event of patient-device incompatibility, pericardial effusion, and cardiac tamponade was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information received, the cause of the reported patient-device incompatibility, pericardial effusion, and cardiac tamponade could not be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.